Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined for model en1dr01. Evaluation summary: (B)(4): the full lead was returned and analyzed. The analysis found the ring electrode was damaged/bent. Blood/body fluid was noted on proximal conductor (not obstructed). The outer insulation was breached cut. Blood was also noted in/on the helix/lobe mechanism. Apparent explant damage was noted.

Event description:
It was reported that the lead had low pacing thresholds and low sensing values. The lead was explanted and replaced. After explant, inspection showed a kink at the end of the lead. It was also reported that the device caused irritation during certain arm movements. The patient had pain during sports and work. The device was placed below the muscle and is still in use. No further patient complications have been reported as a result of this event.